Manufacturer narrative:
Sections with additional information as of 08-nov-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.

Event description:
Consumer reported complaint for error message (e-5). School nurse is calling on behalf of the customer. During the call, a blood test was performed by the customer and produced test result of hi using true metrix air meter. The customer stated that he was aware his glucose is high as he had forgotten to take his medication. The customer¿s expected blood glucose test result range was not disclosed. The customer feels well and did not report any symptoms. School nurse stated that she would be contacting the customer's endocrinologist. The product is stored according to specification in the medical cabinet. The test strip lot manufacturer¿s expiration date is 09/30/2023 and test strips were opened two weeks prior to call. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved and to confirm if endocrinologist had been contacted - unable to establish contact with customer at this time.